Event description:
The customer reported that the nibp pump will not initiate when selecting the nibp function on their bsm-1733a bedside monitor (bsm). The issue was identified during a case. Fortunately, the patient was also being monitored with an invasive blood pressure line, allowing an alternative reading to be obtained. The issue was brought to the biomed's attention via a work order. No patient harm was reported. The biomed tested the unit as a standalone device and was able to duplicate the issue in his shop. He stated he cannot hear the typical click or pump activation when initiating nibp. He swapped out the cuff and hose, and the issue persisted. When asked about cuff type, he confirmed they are using welch allyn cuffs but emphasized the cuff is not the issue, as the same cuff worked properly on another unit. No patient harm was reported.

Manufacturer narrative:
The customer reported that the nibp pump will not initiate when selecting the nibp function on their bsm-1733a bedside monitor (bsm). The issue was identified during a case. Fortunately, the patient was also being monitored with an invasive blood pressure line, allowing an alternative reading to be obtained. The issue was brought to the biomed's attention via a work order. No patient harm was reported. The biomed tested the unit as a standalone device and was able to duplicate the issue in his shop. He stated he cannot hear the typical click or pump activation when initiating nibp. He swapped out the cuff and hose, and the issue persisted. When asked about cuff type, he confirmed they are using welch allyn cuffs but emphasized the cuff is not the issue, as the same cuff worked properly on another unit. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device bedside monitor model: cu-172r. Sn: (B)(6).

Event description:
The customer reported that the nibp pump will not initiate when selecting the nibp function on their bsm-1733a bedside monitor (bsm). The issue was identified during a case. Fortunately, the patient was also being monitored with an invasive blood pressure line, allowing an alternative reading to be obtained. The issue was brought to the biomed's attention via a work order. No patient harm was reported. The biomed tested the unit as a standalone device and was able to duplicate the issue in his shop. He stated he cannot hear the typical click or pump activation when initiating nibp. He swapped out the cuff and hose, and the issue persisted. When asked about cuff type, he confirmed they are using welch allyn cuffs but emphasized the cuff is not the issue, as the same cuff worked properly on another unit. No patient harm was reported.

Manufacturer narrative:
The customer reported that the nibp pump will not initiate when selecting the nibp function on their bsm-1733a bedside monitor (bsm). The issue was identified during a case. Fortunately, the patient was also being monitored with an invasive blood pressure line, allowing an alternative reading to be obtained. The issue was brought to the biomed's attention via a work order. No patient harm was reported. The biomed tested the unit as a standalone device and was able to duplicate the issue in his shop. He stated he cannot hear the typical click or pump activation when initiating nibp. He swapped out the cuff and hose, and the issue persisted. When asked about cuff type, he confirmed they are using welch allyn cuffs but emphasized the cuff is not the issue, as the same cuff worked properly on another unit. No patient harm was reported. Investigation conclusion: no device was returned for this complaint. Therefore, this complaint could not be confirmed, and the root cause of the reported issue could not be determined. No further investigation will be performed. Additional device information: d10 concomitant medical device bedside monitor. Model: cu-172r. Sn: (B)(6). Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.